Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: p0206c28 j6337707 cocr hd sht nk 28 -3.5mm 12/14, unknown stem. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04451.

Event description:
It was reported the acetabular cup dislocated from the patient¿s acetabulum. Subsequently, the patient underwent a closed reduction. During the closed reduction, it was discovered the head had dislocated from the liner. The patient was then revised approximately two days post implantation due to dislocation. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.